Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot#: va0gcsw, implanted:(B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient¿s symptoms returned half of ready to leave migration however it all went fine on x-ray. There was no sensation or motor on the lead. The patient has a multitude of back injuries and surgeries that may have contributed to the issue. They tried different programs and increased settings but the patient did not have any sensation. They kept the same battery and replaced the lead with a new lead on the contralateral side. The issue was resolved at the time of the report.